Event description:
Customer reported the set had a tiny hole in the silicone segment and leaked during an infusion. The set had been infusing multiple hrs prior to the leak being noted. No add'l info was available.

Manufacturer narrative:
(B)(4) : added additional information the device was returned with the blade discolored due to heat generated from contact between the blade and tissue pad. However, the device was tested with a generator and was functional. No abnormal noises were noted during inspection. The discolored blade did not affect the functionality of the device. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, an abnormal sound was heard after a few actuations and the blade was getting red. No error sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient.